Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the cannula breaking inside the skin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported by the patient that the cannula broke inside there skin. The patients blood glucose level was at 150 mg/dl while wearing the pod for 4 to 24 hours.

Manufacturer narrative:
The distal tip of the exposed portion of the soft cannula was observed to be damaged. The timing and cause of this damage is unknown. Although the soft cannula was damaged, fluid was still able to pass through the entire fluid path and out the distal tip of the soft cannula. A leak test was performed and no leakages were observed.